Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for 67065 with the incident lot was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that bd vacutainer® k2 edta (k2e) blood collection tube were underfilling.

Manufacturer narrative:
MFR# should have been submitted under (B)(4) not (B)(4). Manufacture loacation updated to (B)(4). Catalog number updated to 368861. Medical device lot # updated to: 6229677. Medical device expiration date updated to: 12/31/2017. Manufacture loacation updated to (B)(4).